Event description:
Event description guidant received information that at nine days post implant, this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. A new guidant ICD was implanted. The explanted device was returned to guidant for analysis.